Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which suggested a touch screen blocked issue. The device was being used on a pt at the time of the event. The pt was removed from the device and placed on an alternate ventilator. There was no report of pt injury.

Manufacturer narrative:
A covidien technical support engineer (tse) assisted the user facility with troubleshooting the device via phone. The tse suggested replacing the touchframe. During a follow-up with the user facility, the device was found to be repaired and returned to clinical use without further incident. (B)(4).